Manufacturer narrative:
According to the facility, "we have experienced problems with nearly every single j wire in the packs. When straightening they fail to return to normal, they break easily either when outside of the body or crossing aortic valves, potentially causing serious damage and or severe complications to patients, and they also bend very easily when loading and exchanging equipment over the wire." Per the facility, "there has been no patient injuries caused at this time. When the wires break it is breaking within the inner core of the wire. They will easily separate when straightening the j wire for insertion into catheters." It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "we have experienced problems with nearly every single j wire in the packs. When straightening they fail to return to normal, they break easily either when outside of the body or crossing aortic valves, potentially causing serious damage and or severe complications to patients, and they also bend very easily when loading and exchanging equipment over the wire." Per the facility, "there has been no patient injuries caused at this time. When the wires break it is breaking within the inner core of the wire. They will easily separate when straightening the j wire for insertion into catheters."